Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system required re-homing. The invalidate home procedure was completed, and the system was re-homed, which resolved the issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to properly dock. It was reported that the docking pins would stop 1 inch above the divots. There was no patient present when this issue was identified. No additional details were provided.